Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-04944. (B)(6) clinical study. It was reported that patient restenosis occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2016 and was treated the same day. The 90% stenosed target lesion was located in the right middle superficial femoral artery (sfa) with a reference vessel diameter of 6 mm, length of 30 mm and classified as a tasc ii a lesion. The target lesion was treated with xc 2.4/3.4 mm jetstream catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. The following day the patient was discharged on aspirin. On (B)(6) 2017, 163 days post index procedure; the patient was treated for restenosis in the right sfa and was treated with medication. It was reported by the hospital that the patient was not recovered/not resolved.